Event description:
Ous MDR - after an implantation period of approx. 28 months, shock impedance values > 250 ohm were reported. The lead was returned, but no explant date was provided. Should we receive more information, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approx. 33 cm distal to the df4 connector pin the lead body was found squeezed and deformed. At the same position the conductor cable to the rv shock coil was found fractured. This damage can be considered as the root cause of the clinical observation of a shock impedance above 150 ohm. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, damages resulting from the extraction procedure were found on the lead. The analysis did not reveal any sign of a material or manufacturing problem.